Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a 6 cm tumor, three handles and one reload were difficult to fire, resulting in an extended surgical time. The surgeon used multiple cartridges because the device could not be fully activated. When the cartridge was closed on the lung, the anvil bounced back. It was noted that the handle was cracking. The device was replaced twice to resolve the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p5j1184) egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p5j1006) unknown egia su, unknown endo gia sulu, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a 6 cm tumor, three handles and a reload were difficult to fire, which resulted in extended surgical time. The surgeon used several cartridges because it was unable to activate the device correctly and when the cartridge was closed on the lung, the anvil bounced back. The device was replaced two times to address the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b7, d9, g3, h3, h6. H3 evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the distal end of the firing rod was bent. Functional testing could not be performed due to the damage to the firing rod. The body of the handle was opened up and all the teeth on the firing rack were present/undamaged. It was reported that the device was difficult to fire, made a strange noise and jaw will not remain close. The reported issue was not used as intended. The product analysis noted evidence that the device was not used as intended. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.